Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the doctor who previously managed the device: the device had not been checked, the patient had moved from massachusetts and no current managing physician was provided. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt a ¿tingling sensation¿ down the leg even when the ins was off. It was confirmed that the ins was off and at 0 volts but the patient still felt the stimulation. There were no further complications reported or anticipated.

Manufacturer narrative:
Narrative should read: information was received from the healthcare professional regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.